Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that on (B)(6) 2017 a healthcare professional uploaded everything into remote monitoring system and it showed lead fracture. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.